Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: was the reload discarded as well as the device? Yes. On the distal side, were staples present? No staples were present /visible. The surgeon described the distal side as ¿looking at a surgical incision¿ if so, what was their form? Were they in tissue or did they remain on the cartridge? Was the device fired with the anvil side up or down? Unknown. What anatomical side of rectum/colon were no staples? The firing was across rectum. Staples were present on the proximal side of the cut line (ie on the resected portion of rectum). No staples were visible on the rectal stump (ie distal side of cut line). How long after radiation treatment was the procedure? Unknown. What is the current patient status? Discharged with colostomy.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device was used to transect the distal rectum, and when fired it was reported that staples formed on the proximal aspect and that no staples were formed on the distal side of the transection. The patient had undergone a short course of pre-op radiation therapy, and the distal firing was across a 6cm distal rectal stump. The cartridge used was an ecr60b. The stapler had been fired once previously during the case without incident. A colo-rectal anastomosis was unable to be performed, which resulted in a colostomy (an anastomosis could not be performed as the distal rectum was open at a level of 6cm superior to the anal verge). The patient was discharged from hospital on (B)(6) 2015. Currently (as of (B)(6) 2016) the patient has post-op fluid collection in the pelvis which requires drainage (fluid is draining via the rectum).

Manufacturer narrative:
(B)(4) date sent: 2/3/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: was the reload discarded as well as the device? Yes. On the distal side, were staples present? No staples were present /visible. The surgeon described the distal side as ¿looking at a surgical incision¿ if so, what was their form? Were they in tissue or did they remain on the cartridge? Was the device fired with the anvil side up or down? Unknown. What anatomical side of rectum/colon were no staples? The firing was across rectum. Staples were present on the proximal side of the cut line (ie on the resected portion of rectum). No staples were visible on the rectal stump (ie distal side of cut line). How long after radiation treatment was the procedure? Unknown. What is the current patient status? Discharged with colostomy.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device was used to transect the distal rectum, and when fired it was reported that staples formed on the proximal aspect and that no staples were formed on the distal side of the transection. The patient had undergone a short course of pre-op radiation therapy, and the distal firing was across a 6cm distal rectal stump. The cartridge used was an ecr60b. The stapler had been fired once previously during the case without incident. A colo-rectal anastomosis was unable to be performed, which resulted in a colostomy (an anastomosis could not be performed as the distal rectum was open at a level of 6cm superior to the anal verge). The patient was discharged from hospital on (B)(6) 2015. Currently (as of (B)(6) 2016) the patient has post-op fluid collection in the pelvis which requires drainage (fluid is draining via the rectum).